Event description:
It was reported this was a dual access arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using a prostyle device after an interventional procedure. Reportedly, with four prostyle devices, the sutures were still attached to the needles upon removal of the plunger, but the total length of the suture was double the normal size. However, a foot separation occurred on one of the devices. To remove the foot, surgical intervention was performed. A cut down was then used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The failure to cycle and irregular appearance could not be confirmed. The posterior foot was separated. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. The subsequent treatment is related to the circumstances of the procedure. Per the reported information, it appears in these events that the posterior needle did not eject from the posterior needle shank due to the needle not passing through the posterior foot pocket. If the posterior needle does not pass through the foot fully, then the release of the posterior needle tip may not occur. If the posterior needle tip does not eject it can remain on the needle shank when the plunger is removed and will extend longer than if deployed successfully. It is the release of the posterior needle tip from the shank, along with the plunger making contact with the hub that produces the audible click. It is possible the plunger may still make contact with the hub, but a deflect of the needle may still occur preventing the ejection of the tip. Factors for the posterior needle tip not ejecting are, but not limited to, needle deflection, posterior needle to cuff miss, plunger not fully depressed against the handle, calcification, or manufacturing. In this case, there was no indication from production or related manufacturing issues indicating a lot specific issue. The devices were not returned to confirm. Therefore, it is possible in each case that a needle deflection occurred which forced the posterior needle tip into the foot wall preventing ejection of the posterior needle tip. When the plunger was pulled, the posterior needle tip with the suture attached came through the device. This would result in the suture length seeming to be twice the expected length. Factors for the reported foot separation are related to: device manipulation with the foot open, the foot capturing vessel or the posterior needle tip, force applied against the foot, and or the foot in the access site. In this case, it is likely the posterior needle tip was caught in the foot and caused a separation during closure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.